Event description:
Hill-rom received a report from a hill-rom technician stating the left head brake is damaged (the brake is not holding). The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the brake does not work when the brake is applied. The bed still moves. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.